Event description:
The pt reported that 3 times in the past 2 months, the infusion set tubing has become separated from the luer. The pt experienced elevated blood glucose of 276-399 mg/dl as a result. The pt changed the infusion set and bolused through the infusion device to lower blood glucose levels. The pt's normal blood glucose level is 140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contain within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.